Event description:
It was reported that unspecified bd¿ IV tubing disconnected and leaked chemo. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown it was reported that the IV tubing disconnected close to the pac connection, which resulted in chemo leakage. Verbatim: pt. Called and saw that IV tubing disconnected close to the pac connection. Noted some few drops of chemo on the floor approximately less than 5 ml. Paused ongoing chemo, cleaned the area with chemo spill kit change caps then reconnected chemo. Will inform attending md.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of IV tubing disconnecting at the pac connection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ IV tubing disconnected and leaked chemo. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that the IV tubing disconnected close to the pac connection, which resulted in chemo leakage. Verbatim: pt. Called and saw that IV tubing disconnected close to the pac connection. Noted some few drops of chemo on the floor approximately less than 5 ml. Paused ongoing chemo, cleaned the area with chemo spill kit change caps then reconnected chemo. Will inform attending md.